Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that ins worked during the trial and at the beginning, but starting about 2 weeks ago, the ins is not seeming to work right. Pt clarified she doesn't feel anything with the stimulator and is in so much pain. She also mentioned she has to recharge everyday.